Event description:
It was reported to the manufacturer by the end user, per the end user, the patient was trying to move to the side of the bed, but the bed was too narrow and the patient fell off the bed. The patient has a fracture on her leg, there was no location to where the fracture is. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.